Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified in distal right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres after the reaching the lesion, the balloon ruptured. The device was removed successfully. A 2.00mm x 15mm was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported. Was completed with a different device. There was no effect, complications, nor injuries reported into the patient.